Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Pediatric neurosurgeon tried to zero two 110-4b intracranial pressure monitoring catheters, but was unsuccessful. On the third catheter of the same lot, he successfully zeroed the cathere and implanted. The two devices were saved for the integra neurosales representative to pick up and send in for evaluation.